Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Additional device code: hty. Device is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the surgeon was doing ankle case using 4.0 cannulated screws, guide wire broke and 6 mm of it was retained in the patient, evidenced by continuous x-ray screening. The surgeon decided not to take out the broken tip. There was around thirty (30) minutes surgical delay. Surgery was completed successfully with no patient harm. Patient outcome is reported as okay. Concomitant device reported: 4.0 cannulated screws (part# unknown, lot # unknown, quantity unknown). This report is for one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device: received condition: the guidewire ø1.25 w/thread-tip w/trocar l150 has been received with the entire threaded tip broken off. The broken off portion measuring approximately 5 mm is not available for investigation. The device is slightly bent. There are striations and marks on almost the entire remaining shaft length. Because of the existing wear the article and lot inscriptions have disappeared. Dimension: because of the missing front portion, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining shaft diameter was measured referring to the actual technical drawing and found to meet the specifications. Target dimension of shaft outside diameter 1.25 +0/- 0.07 mm. Actual dimension of shaft outside diameter 1.23 mm / pass. DHR review: as the lot number is unknown and has not been provided from the customer, a DHR review could not be conducted. Conclusion: a final manufacturing conclusion cannot be presented because of the condition of the product and the received poor clinical information. The visible striation marks on the remaining guide wire shaft indicate excessive force application. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.